Manufacturer narrative:
Analysis: the sample was discarded at the user facility: therefore, sample evaluation was unable to be performed. A lot history review revealed this is the only complaint for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The lutonix dcb was used to treat an area of identified calcification in the common femoral artery (cfa), which was noted secondary to the targeted lesion in the superfical femoral artery (sfa). The area of calcification in the cfa was treated without predilatation which could have potentially led or contributed to the reported event of material rupture. Section 5.4 on page 2 of the instructions for use (IFU) adequately address the need for pre-dilation of the target lesion prior to the use of a lutonix dcb by stating "predilation with an uncoated pta catheter is required prior to use of the lutonix catheter". The intimal dissection was discovered after treatment with the lutonix dcb through post angiography, which the physician felt was not associated to the lutonix dcb. The physician felt the dissection was related to the severity of the patients disease state. A definitive root cause regarding how and when the dissection occurred could not be determined, based upon the information available. Also, it is unknown if concomitant products used during the procedure was a contributing factor. It is unknown whether the patient and/or procedural issues contributed to the event. Although requested, the patient weight was not available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating the common femoral artery (cfa). The target lesion was the right ostial superficial femoral artery (sfa). This sfa lesion was first treated by laser thrombectomy followed by predilation with a normal pta catheter. The hcp prepared a lutonix dcb in the normal fashion. While advancing the lutonix dcb to the sfa, the hcp identified a disease portion of the cfa, which was not predilated. The decision was made to treat this location first, rather than proceeding to treat the sfa lesion. The hcp reportedly inflated the lutonix dcb, in the common femoral artery, to 12 atmospheres and after 52 seconds of treatment the balloon allegedly ruptured. The lutonix dcb was removed without difficulty. The hcp prepared a second lutonix dcb of the same size and advanced the catheter to the right ostial sfa. The hcp reportedly inflated the second lutonix dcb to 10 atmospheres for 2 minutes. The balloon successfully treated the right ostial sfa and was removed. Post angiography revealed evidence of a dissection in the sfa lesion. The decision was made to stent the lesion in the sfa, followed by post dilation with a pta catheter. Additional angiography was performed after stent implant, which revealed excellent flow, but a dissection was now present in the cfa. As a result, the hcp performed an additional pta angioplasty. The physician reported severe calcification as a contributing factor for the occurrences of balloon rupture and dissection in the cfa. No further adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer's number is 3006513822-2015-000033.